Event description:
A patient advocate reported that a female patient was treated with a co2re laser at a clinic in new jersey on (B)(6) 2021, alleging that the patient sustained unspecified injuries. No patient history, medications, nor fitzpatrick skin type was provided. No treatment details / treatment parameters were provided. No injury details nor medical intervention provided. Documentation notes that the device used for the treatment was rented from a third-party entity. There is no further information available at this time to assess. The documentation received included an affidavit statement from a medical doctor (md) noting that "within a reasonable degree of medical probability that the patient has sustained permanent injury." The md does not state the type of injury and / or any treatment intervention required, only that there is "permanent injury," therefore, candela is reporting this event.

Manufacturer narrative:
The device was not evaluated. Therefore, it cannot be determined if the equipment was operating within specification. The co2re user manual lists the following side effects: tenderness, purpura, erythema lasting longer than normal, edema, bruising, damage to natural skin texture (scratching, crusting, blister, burn), hyperpigmentation or hypopigmentation, herpes simplex, bacterial and / or fungal infection, scarring. However, an unspecified event was reported. As a result, the investigation findings do not lead to a clear conclusion about the cause of the reported event. The investigation findings do not lead to a clear conclusion about the cause of the reported event. Review of risk management documents demonstrate that the reported risk is captured and assessed. No further corrective actions required for this complaint at this time. Risk information is then subject to periodic risk reviews and trend tracking, which may require additional actions and / or review.